Event description:
A site reported to rxsight that while implanting the light adjustable lens (lal, sn (B)(6) during primary cataract surgery, the lens tilted back and it was noted that the posterior capsule was not intact. The lal was placed in the sulcus. Rxsight's first awareness of this event was on 07/26/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4).